Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set fell apart at the last luer valve (clearlink); the tubing separated from the luer valve. This was observed during patient infusion with bevacizumab and normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h4, h4, h6, and h11. H11: two (2) devices were received for evaluation. A visual inspection of sample 1 did not identify any abnormalities that could have contributed to the condition. Pressure testing and clear passage under water were performed, and there were no defects. Prime testing was performed and was according to specification. A pull test was performed on all connections and no defects were observed. A dimension test was performed on the male luer and no defects were observed that could generated the reported condition. The reported condition was not verified for sample 1. A visual inspection of sample 2 observed a separation between the tubing and third y-site clearlink in the downstream part. Further visual inspection of the tubing was performed, and it was noted that there was a lack of solvent applied to the tubing (the solvent was not applied in all the circumference of the tubing). The reported condition was verified in sample 2. The cause of the condition was determined to be an improper manual assembly due to a lack of solvent at the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.